Event description:
Pt was contacted for an inventory for her delivery. Pt casually stated that 2 of her "c" series eclipse pumps (lot#782314) did not infuse last week. Did not miss any doses. Retrieval said "c" series eclipse pumps and will send to iflow for testing.